Event description:
It was reported that the patient's inflatable penile prosthesis was removed for unspecified reasons. The patient was implanted with a spectra penile prosthesis at a later date. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.